Manufacturer narrative:
Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans). Our investigation revealed that the collimator cover was removed and replaced earlier in the day. The cover was most likely installed incorrectly and worked its way loose during collimator rotations. Testing during our root cause analysis showed it was possible to incorrectly install the cover, but still fasten the latch retaining screw. This made it possible for the cover to fall even with the latch retaining screw installed. Further testing shows that when the cover is installed correctly, it cannot fall. Even though the previous design was adequate when used properly, a more robust solution has been implemented to add a captive latching mechanism for current production units. This new latching mechanism was retrofitted to the collimator cover from this incident and the device was returned to operation. The patient's examination did not show evidence of an injury from the collision and the patient continued with the radiotherapy treatment. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. No additional follow-up to this MDR is expected.

Event description:
The collimator fiberglass cover fell off and hit patient in the head. The physicist reported that the retaining screw for the retaining latch was still in place. The patient was given a CT scan, but no problem was observed from the CT scan.